Event description:
The customer reported that the insulin pump had a scratched screen which made it hard to read. The customer's blood glucose was 177 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.